Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant product: 1158t competitor lead, implanted: (B)(6) 2010; 1944 competitor lead, implanted: (B)(6) 2008; 4968-60 lead, implanted: (B)(6) 2010. (B)(4).